Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the ratio pump assembly to resolve the issue. Beckman coulter internal identifier is case (B)(4). Patient demographic information was not provided.

Event description:
The customer reported erratic sodium (na) patient results generated on the unicel dxc 800 synchron system. There was no change to patient treatment in association with this event. Quality control (qc) was within the laboratory's established range before and after the event.